Manufacturer narrative:
Conclusion: based on the received information, the reported regurgitation most likely was due to the cuspal tear. The common potential causes for cuspal tear are calcification and/or tissue fatigue overtime. Without the return of the valve for analysis, a root cause of the cuspal tear cannot be determined. Without the device serial number, manufacturing and expiration dates cannot be determined. (B)(4).

Event description:
Medtronic received information that following implant of this bioprosthetic mitral valve, this valve was explanted and replaced due to a cuspal tear and severe regurgitation (implant duration was not provided). No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.